Manufacturer narrative:
The polaris spectra system control unit (scu) for the navigation system was returned to the manufacturer for evaluation. Testing found occurrences of a router error and internal strober error in the event logs. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Concomitant medical products: pn: 9733438, ln: t300517. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the localizer was not connected. The localizer was replaced and the system then passed the system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a procedure. It was reported that there was a localizer not connected error. There was no patient present when this issue was identified.